Event description:
Patient was implanted with im nail on an unknown date. It was discovered on an unknown date the patient had a non-union. Patient was returned to operating room on (B)(6) 2012, hardware was removed, patient was revised to a 95 degree angle blade plate and bone graft.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.